Event description:
It was reported that the patient presented in clinic for a routine follow-up. Stored electrograms revealed multiple auto mode switching episodes as a result of oversensing on the atrial channel. The sensitivity setting was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.